Manufacturer narrative:
An event of deformity of device was reported. The investigation confirmed, the device met functional and visual specifications when analyzed at abbott under non-physiological conditions. Three photos from the field appeared to show an occluder device deployed in to a cobra shape. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 10mm amplatzer septal occluder was selected for implant. During deployment a cobra head deformation was observed in the disc in the left atrium. A new 11mm amplatzer septal occluder was successfully implanted. The patient was reported to be stable condition.